Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 280mg/dl. The customer was released and was told to contact his doctor. Troubleshooting concluded that the insulin pump was functioning as it should. Advised the customer to take manual injections to treat his high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.